Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that, "[the patient] is doing much better and the exposure is about a nickel size, with the rest healed in really nicely - she is fine."

Event description:
It was reported to boston scientific corporation that during a post-operative follow-up examination on (B) (6) 2010, following a cystocele repair procedure performed on (B) (6) 2010, using an uphold vaginal support system, the physician discovered exposed mesh that was approximately ¿half-dollar¿ sized. Everything "looked great, minus the exposed mesh," and the patient was "fine." Following the uphold placement procedure, the patient was instructed to use estrogen cream for four to six weeks. After discovering the erosion, the physician asked the patient if she was using the cream, and she stated that she had not yet. The patient was not sexually active and therefore was asymptomatic. The physician advised the patient to start applying the estrogen cream and to follow-up with her in thirty days.